Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 32546211.

Event description:
It was reported that the patient was sent to the emergency department and underwent an explant procedure due to an infection in an unknown location. No device malfunction was suspected. The patient was prescribed with antibiotics and the explanted devices will not be returned per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.